Manufacturer narrative:
This report is for unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown plate. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: abid mushtaq et. Al (2009), distal tibial fracture fixation with locking compression plate (lcp) using the minimally invasive percutaneous osteosynthesis (mipo) technique., european journal of trauma and emergency surgery vol. 35(2), pages 159-164 (united kingdom). The aim of this article is to see the results of the distal tibial fracture fixation with lcp using mipo. Between march 2003 to december 2005, a total of 21 patients (7 male and 14 female) with a mean age of 51 years (range, 24-92 years) with 16 closed and 5 open fractures that were included in the study. These patients were had distal tibia fractures that were treated with locking compression plate (lcp) with the mipo technique. The minimum follow-up was 12 months. The following complications were reported as follows: a (B)(6) year-old female had a delayed union and plate was removed after 13 months. A (B)(6) year-old patient had nonunion. A (B)(6) year-old female had wound infection and plate was removed after 12 months. A (B)(6) year-old male had wound infection and had revision surgery with exchange plating lcp and bone grafting was performed at 18 months. This report is for unknown locking compression plate. It captures the (B)(6) year-old female had a delayed union and plate was removed after 13 months. This is report 1 of 8 for (B)(4).